Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a thoracic sympathectomy procedure, the nerve bundle/tissue of the sweat glands was torn. A new clip applier device was used to clip the torn nerve. There was no tissue loss or blood loss over 500 cc's. The incision was not extended by more than one inch, surgery time was not delayed by more than thirty minutes, and no device fragment fell into the cavity of the patient. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.